Event description:
It was reported during a laparoscopic cholecystectomy while using an er220, the first four clips that were fired worked properly. The fifth clip came out of the jaws of the device when telescoping the vessel. The sixth and seventh clip fired properly. The eighth and ninth clip traveled past the jaw and did not form. The unformed clips were removed from the pt. A new er220 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID. Yielded jaws. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, no; firing: form conform, no; jaws: hold clip, no; jaws: inside width at tips, .179 and lockout functional, yes. Analysis conclusion: based upon the inquiry info rec'd and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.